Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a recanalization procedure in the right iliac with total occlusion, the device allegedly had compatibility issue. It was further reported that the device had withdrawal issue. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the right iliac, the device allegedly had compatibility issue. It was further reported that the device had retraction issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 6s crosser cto recanalization catheter loaded onto a sidekick was returned for evaluation. Crosser can be removed from the sidekick catheter without issues. Based on the findings, the investigation is unconfirmed for the reported device-device incompatibility and retraction problem. A definitive root cause for the reported device-device incompatibility and retraction problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: g1, h6 (device, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10